Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer advises insulin leaks from top of cannula (hard plastic part) when large amounts of insulin are administered. Customer has only experienced this problem with this lot of cannulas. No adverse event alleged. A request was made for the return of the device.